Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient received inappropriate vf (ventricular fibrillation) therapy, and the battery depleted prematurely. The device was explanted. The left ventricular lead had increased thresholds and was capped. It was also noted that the left ventricular lead, which was partially removed on 14-apr-2005, had increased thresholds. No patient complications have been reported as a result of these events.